Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The cause of the motor stall was not determined. The pump was returned to the manufacturer for analysis. The patient¿s weight at the time of the event was unknown. Medical history was not available.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly; corrosion and-or wear and-or lubrication and stall due to shaft-bearing.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump logs indicated a motor stall occurred on (B)(6) 2017. The stall was active. The patient had no symptoms. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient heard the pump alarm again, but there was no option to silence the alarm on the alarm tab of the programmer. Pump logs were checked, which showed a motor stall recovery as the most recent event. It was noted that the pump was on minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Per the event logs on (B)(6) 2018 a stall occurred with no recovery to date. The other already reported date of a stall was (B)(6) 2017, tube set (B)(6) 2017 with the recovery (B)(6) 2018. It was unknown if the patient had magnetic resonance imaging on (B)(6) 2017. The affected audibly critically alarming pump was replaced (B)(6) 2018. The pump will be returned to the manufacturer. The pump was delivering dilaudid 15 mg/ml; minimum rate and bupivacaine 13.8 mg/ml; minimum rate. The doses prior to the pump stall were unknown.

Manufacturer narrative:
Updated ethnicity and race. If information is provided in the future, a supplemental report will be issued.